Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was read "high", a specific value was not provided. Multiple attempts have been made by tandem technical support to follow-up with the customer on the reported bg, but no response was received. The customer reverted to manual dose injection.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.